Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. A serial number was not provided; therefore, a review of the appropriate device history records could not be performed.

Event description:
The customer reported sparking and then a flame from an electrode while using an ft10 generator. The pencil in use was a non-medtronic device. There was no patient injury.